Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that water leaked from the tube of the cassette during priming test. There was no pt involvement.